Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had cracks on it. Customer did not recall their blood glucose level at the time of the incident. The customer stated the insulin pump had a big scratch on it and the rim where you insert the reservoir it is breaking. Customer mentioned that it just had a little bit and if breaks more the reservoir would not hold into place. Customer wasn't sure how damage occurred to the insulin pump. The customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be returned. The insulin pump is being returned for analysis.